Manufacturer narrative:
Device was received with a scratched case, a cracked case-corner of belt clip rails near the battery compartment and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08665 inches. No unexpected pump error 43 alarm noted during the testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Troubleshooting was done for insulin pump error alarm. Customer was able to clear the alarm. Customer was unable to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.